Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported two cases of wound dehiscence where this suture used was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. Return to theatre require additional in patient time. 2. Which procedure was being carried out at the time? Caesarean sections that required a return to theatre due to dehiscence of wound. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. None.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Samples received: 8 unopened pouches. To be analyzed along with another case received from the same end customer. We have received 8 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the samples received are 6.47 kgf in average and 5.78 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 5.18 kgf in average and 2.59 kgf in minimum. Degradation test results conducted on the samples received after 14 days in a 0,9% nacl solution at 37ºc are 4.53 kgf in average and 4.10 kgf in minimum and fulfil b. Braun surgical requirement: 2.69 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples analyzed comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.